Event description:
Same case as manufacturer's report # 6000093-2006-02216, #6000093-2006-02217. Tap - it was reported that 270 days after implantation of 2.5x24mm, 2.5x24mm, and 2.5x16mm taxus express2 drug eluting stents, in-stent restenoses occurred. During the initial procedure, the target lesion was located in the proximal, mid, and distal left anterior descending artery (lad). A pre-intervention stenosis of 80% was reported. It was not reported that the lesion was pre-dilated. A 2.5x24mm taxus stent was deployed at 18 atm in the proximal lad. The stent balloon was "used distally for pre-dilation." A second 2.4x24mm taxus stent was deployed at 18 atm in a "distal overlapping fashion." A "persistent distal lesion" was noted and was covered with a 2.5x16mm taxus stent, deployed at 18 atm. "Persistent under-deployment in the proximal stent at the area of the most severe stenosis" was noted. The stents were post-dilated with a 3.0x15mm noncompliant monorail balloon. Subsequently, there was "loss of one small diagonal branch artery;" and "encroachment, but normal flow" on the third diagonal branch artery. It was reported that there was "no residual intra-stent stenosis." The pt rec'd angiomax, "copious" amounts of intracoronary nitroglycerin and verapamil during; plavix and aspirin after the procedure. The pt tolerated the procedure well. The pt presented 270 days after the initial procedure with unstable angina and in-stent restenosis within the proximal, mid, and distal lad. A percentage of in-stent restenosis was not reported. An atlantis sr ivus was used to perform intravascular ultrasonography on the lad. It was not reported that the lesion was pre-dilated. A 2.5x23mm cypher stent was deployed in the mid lad. A 2.5x13mm cypher stent was then deployed in the distal lad followed by a 2.5x23mm cypher stent deployed in the proximal lad. Beginning distally, post-dilation "throughout" the lad was performed with a 3.0x20mm quantum balloon. Intravascular ultrasonography was performed post dilation of the lad. Post-intervention residual stenosis was not reported. The pt tolerated the procedure well.

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for the stent involved in this complaint is unknown the shop floor paperwork could not be examined. Should further relevant info become available; a supplemental medwatch report will be filed.